Event description:
The device was used for functional end to end anastomosis. Reportedly, the staples did not form properly. The surgeon applied suture to oversew. No patient injury was reported.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.